Event description:
Approximately 2 weeks ago, kit was opened to use for an outpatient thoracentesis. Tubing set with aspiration/discharge device had kinked tubing that could not be unkinked by hand. Would not allow for fluid to pass. Leur lock connectors at the end of the tubing misshaped. Cannot connect syringe to end due to misshaped leur lock. Kit never used on or touched patient. Md caught issue after opening kit as part of procedure prep. Kit not used on patient and never touched patient. New kit opened and used.